Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned auto infusion manifold was inspected, and damage was observed on the green cassette-connector on the infusion line. While evidence observed suggest an induced fracture of the connector, we cannot conclusively determine if this was a customer handling issue or if the connector contained a pre-existing flaw which caused it to break. The root cause of the customer's complaint is not known. After investigation of this complaint no corrective action is required at this time as the root cause is not known. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that tubing and cassette had liquid leakage during vitrectomy surgery. The surgery was completed on same day with replacing the new product. There was no patient harm.